Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by abdominal pain, cloudy fluid and "dropped nutritional status". The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with meropenem and vancomycin (doses, routes, frequencies and duration not reported). On an unreported date, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report the patient outcome was not reported. No additional information is available.